Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and oversensing. Possible oversensing was also observed on the right ventricular (rv) lead while impedance and threshold measurements were within normal range. The patient was to have a chest x-ray and follow up in one month. Both leads remain in use. No patient complications have been reported as a result of this event.